Event description:
New information noted that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited the pause episode, which appeared to be baseline drift and not a true pause. The patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited an undersensing issue. No intervention was performed and the patient's condition was unknown.